Event description:
The patient contacted animas on (B)(6) 2013 reporting that there was water in the battery compartment. The patient stated that they went swimming and recently changed battery caps and did not see yellow o-ring. The patient stated that patient resumed pump a few days ago and went swimming again. The patient woke up on (B)(6) 2013 at 0300am with a blood glucose (bg) of 528mg/dl with nausea. The patient noticed water in the battery compartment. The patient stated that they removed the pump and has begun using medtronic pump. The patient stated that they use the animas pump in the summer for its waterproof feature. The patient stated that by breakfast her bg was down to 83mg/dl. The patient denied crack in the pump. This report is being made due to alleged hyperglycemic event the patient experienced due to an alleged power (moisture ingress) issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: the pump fails to power on. The battery compartment is cracked. Corrosion inside battery compartment. There was a leak found in battery compartment. The pump was opened and moisture damage found on battery canister.